Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other proglide referenced in describe event or problem is filed under a separate medwatch report number. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Pain, hemorrhage and surgery (surgical exposure) are listed in the proglide instructions for use (IFU) as known potential adverse events. A conclusive cause for the reported patient effect of hypotension, and the relationship to the product, if any, could not be determined. The treatments appears to be related to circumstances of the procedure. In the absence of device returned for analysis a conclusive cause for the reported failure to deploy the suture could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was performed with two proglide devices using a pre-close technique via a 6fr sheath prior to a percutaneous coronary intervention (pci) with an impella device. Reportedly, the pci was performed and the maximum sheath size used was 15fr. While attempting closure of the access site with the pre-placed sutures, the physician inadvertently pulled the sutures out of the anatomy. Due to the bleeding, the patient was sent for surgical closure. Dopamine was administered for blood pressure. The patient was in pain. Hemostasis was successfully achieved surgically. Post surgery the patient is in stable condition and there was a clinically significant delay in the procedure due to being sent for surgery. Reportedly, the level of anesthesia was changed due to the surgical procedure. Hospitalization was prolonged. The physician is reportedly in-training in the use of the proglide device and pre-close technique. No additional information was provided.